Manufacturer narrative:
Additional information provided by the sales representative, indicated that the md team claimed a non-functioning leaflet was the root cause of the patient¿s hypotension, requiring a second valve. The device was not returned for evaluation as it remains implanted. However, a device history record (DHR) review for the valve was performed and all manufacturers¿ specifications were met prior to release for distribution. Per the instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. In this particular case, the cause of the reported non-functioning leaflet cannot be cannot be confirmed /assessed as patient and procedural factors and images of the procedure were not made available to edwards for review. Specifically, without imaging, patient factors (i.e. Annular diameter, valve calcification, stj calcification, presence of septal hypertrophy), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be assessed. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, complication management, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case the exact cause of the event is unknown and there was no confirmed report of malposition. Since there is no labeling issues and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time. Should additional information be received, this case will be reopened and investigated. No corrective or preventive actions are required.

Event description:
As reported by the edwards field clinical specialist (cs), during the tavr procedure, the decision was made to implant a second 23mm sapien valve.

Manufacturer narrative:
The information of both valves was provided during the investigation, however, at this time it is unknown which sapien valve was implanted first. On this basis, the information of sapien valves is being provided: [model# 9000tfx23a/ serial# (B)(4)/ lot #59385175/ mfg. 10/31/2012 - exp. 10/3/2014] & [model# 9000tfx23a/serial# (B)(4)/lot# 59372194 / mfg. 10/16/2012 - exp. 8/29/2014]. Investigation is ongoing.

Manufacturer narrative:
Additional information provided by the sales representative indicated that after deployment of the first 23mm sapien valve, the echocardiogram showed evidence of an overhang of the heavily calcified native non-coronary leaflet and resultant severe valvular aortic regurgitation. In order to troubleshoot, a second 23mm sapien valve was implanted within the first valve. A repeat echo (tee) performed afterwards confirmed a well seated and functioning aortic valve prosthesis with no signs of valvular or paravalvular leak. Per report, the patients stj measured 26mm, the sov measured 26mm, the patient¿s aortic valve was severely calcified, had extensive mac, and the ejection fraction was 73%. In addition, balloon inflation was held for more than 3 seconds during deployment and there was no loss of pacing capture during deployment.